Event description:
During the surgery. The airseal was not insufflating like it should have been and the message "overpressure" was alarming for the airseal tubing. Robotic and gyn coordinators were notified and the airseal rep. Was called with no answers per the coordinator. No patient harm.